Event description:
During a routine phacoemulsification procedure the dr reported that the pt rec'd a corneal burn. The dr requested to have the machine checked out. The pt required one unanticipated suture and is expected to recover fully.